Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted. The philips field service engineer (fse) visited system onsite and confirmed that the system was not emitting x-rays. The review of system log files showed communication error. Upon troubleshooting, the fse identified communication cable loose. To resolve the issue, the fse reconnected the communication cable between generator and np10 and performed functional tests several times, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.